Event description:
As reported on (B)(6) 2015, patient of unknown age and gender presented for an unknown procedure. During preparation for the procedure, prior to inserting the infusion catheter into the patient, it was noted the 1 cc syringe contained air bubbles. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event as the device did not come into contact with the patient. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).